Event description:
Orig. Surg. Date: 2005. Allegedly pt just moved on the bed and dislocated. The head disassociated from the cup.

Manufacturer narrative:
This investigation is not complete. Event device code is addressed in package insert. Add'l info has been requested from the surgeon. This report will be amended when the investigation is completed. This is the same event as 1043534-2006-00092. This event occurred in another country.